Event description:
The pt reported the battery lifetime of the infusion device is too short. She stated that at times a2 (battery low) alert or e2 (battery depleted) error is displayed on the device 2 hours after inserting a new battery. On (B) (6) 2010 at 3:00 am, he woke up feeling sick. He found the infusion device had shut down without alert or error message. He injected insulin to lower his blood glucose and he changed the battery and battery cover. At 6:00 am, his blood glucose measured 300 mg/dl and e7 (electronic) error and e8 (power interrupt) error was displayed. At 3:00 pm, he switched to his backup infusion device. His normal blood glucose range is 110-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.